Manufacturer narrative:
Unit received with cracked lcd window and cracked case at the display window corner. Unit passed the displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, rewind test and excessive no delivery test. No motor error alarm and excessive no delivery alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.